Event description:
The customer reported 24 hours infusions of chemotherapy are taking 4-5 hours longer than intended. The infusions were continued until completed. No details regarding the events was available, all information at this time is anecdotal as there are no written reports of any events. No pt harm was reported. No medical intervention was required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). No product return is expected. Customer stated that product will not re-returned because the pump has been returned to circulation. Unable to confirm the cause of the customer's reported under infusion.